Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: there was evidence of short battery life leading to low battery and replace battery warning and alarms observed in the black box. The battery compartment was cracked and the returned battery cap was able to fit to the pump. ¿ez-prime¿ steps were performed correctly and all currents reading were within specification. The original complaint could not be duplicated. The pump¿s cover was removed and no intermittent condition or moisture was observed internally. The keypad was undamaged and all of the buttons responded when pressed, but the down arrow button did not spring back. The keypad was removed and the down button contact was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery life lasted less time than expected. It was also reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.